Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the tip of the right ventricular (rv) lead became kinked. The physician felt that the lead was damaged during insertion. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.